Event description:
It was reported that a vns patient had high lead impedance on normal mode diagnostic testing dcdc= 7. The patient had full revision surgery performed on (B)(6) 2012 as had high lead impedance on system diagnostic testing in the or. After connection of the new generator to the lead, system diagnostics returned high impedance. The lead was replaced and system diagnostics returned normal results upon connection of the new generator to the new lead. The explanted products were discarded.

Event description:
Additional information was received that the patient did not have a trauma reported or manipulation of their lead prior to their high lead impedance being noted.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.